Event description:
It was reported that the atrial lead historically exhibited noise and high pacing thresholds; the lead was deactivated. On 7/3/2014, the lead was reconnected to the new device. Post procedure, the lead exhibited noise and was programmed off. The patient was fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.